Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and could not duplicate the reported problem. The instrument was cleaned, tested without further problem, and returned to service.